Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is slightly deformed at its proximal end, i.e. One strut is bent outwards and some more are lifted. Blood and body tissue (i.e. Plaque) was observed underneath the lifted stent struts, indicating that the damage was induced inside of the patient. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the bent strut was initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. The balloon is well folded and shows no signs of inflation. The stent protector was not returned for analysis. A reference stent protector could not be applied over the deformed struts without bending them further. It can therefore be excluded beyond reasonable doubt that the damage was already present on delivery of the instrument. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro drug-eluting stent system was selected for treatment. During unpacking a stent deformation was detected. The device was not used.